Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator/supervisor reported that, during intraocular lens (iol) implant procedure, the lens advanced to a certain point, the injector passed over the lens. Lens stayed trapped to the cartridge and did not come out. The cartridge was then opened, the injector was removed, the lens was removed to try to implant it in a type d cartridge, but the posterior haptic was amputated. Additional information was received that, there was no patient harm associated with the event. The procedure was completed on the same day by replacing the lens which was adequate for the patient.

Manufacturer narrative:
The product was not returned for analysis. The complainant indicated that after the original plunger error, the cartridge was opened, the injector was removed, the lens was removed to try to implant it in a cartridge, but the posterior haptic was amputated. Device used was a pre-loaded device, directions for use (dfu) does not instruct removal of the lens for implantation with different implantation systems. The root cause for the plunger passing the lens could not be determined, no sample was returned for analysis. The most likely root cause for the broken haptic is use error/ handling, dfu does not instruct removal of the lens for implantation with different implantation systems. The product history records confirm that the product met release criteria. There have been no other complaints for this lot. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).